Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual inspection of the returned packing tray found two corners of the plastic tray broken. The tray seal was found open at both corners where the tray was cracked; however, the device was still intact. The exact cause of the reported event could not be conclusively determined since the original outer box was not returned. This type of physical damage to the tray is most likely due to an impact caused by mishandling during shipping. The instruction manual warns users: "carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or the device is damaged."

Event description:
Olympus was informed that the sterility of the device was compromised, as the adhesive protecting the surrounding edges of the individual device packaging was found damaged. This device was not used in a procedure; therefore no patient injury was reported.